Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. This file was opened from a comment in another file. Not enough information was provided from the reporter for further investigation. File will be reopened if further information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following intraocular lens (iol) implantation procedures, there were multiple cases of glistening's on the iols 10 years ago. No further information is expected to be obtained. There are two medical device reports associated with the information provided. This report is for the multiple cases of glistening's that occurred 10 years ago.